Event description:
The patient came in for treatment of acom aneurysm measured 3.5x3.7mm. During the procedure, the csp10035030 coil (lot g13685, od is 0.0105") could not cross through the microcatheter (ID is 0.0165"). So the physician changed to use another microcatheter (lot 15609259) to complete the procedure. The microcatheter tip was not re-shaped. The vessel was not tortuous. A constant saline flush was maintained during the procedure. No extra heat source. No damage was found when the products were removed from the package. Additional information received from the affiliate indicated that the coil could not advance into the microcatheter and got stuck. The coil and microcatheter was removed as a unit. The coil did not stretch or prematurely detach. There was no damage or kink observed in the microcatheter upon withdrawal.

Manufacturer narrative:
The product will not be returned for evaluation and testing. Additional information will be submitted within 30 days.

Manufacturer narrative:
Note: based on the additional information received, it was reported that after the mircrusphere coil was removed as a unit with the microcatheter, the same micrusphere coil was used with the new microcatheter to complete the procedure. Hence, there was no indication of any device performance issues with the micrusphere coil contributing to the event. Therefore, the submission for the device is no longer required. Additionally, no further reports will be forthcoming for this medwatch report.